Event description:
It was reported that the patient presented to the emergency department with complaints of palpitations. The patient¿s rates ranging from 201 to 225 bpm. A transmission recorded atrial high rate episodes with suspected undersensing of the right atrial (ra) lead during the episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted (B)(6) 2002. (B)(4).